Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Boston scientific technical services (ts) discussed possible calcification around the shocking coils and noted troubleshooting options. It was additionally reported that all other measured data was within normal limits, and the physician was going to continue monitoring the shock impedance measurements. No adverse patient effects were reported. The lead remains in service.